Manufacturer narrative:
Omsc followed up with the user facility to obtain add'l info regarding this report. The physician reported that there was no abnormal point on the subject device during the procedure and the event was likely due to the specific condition of the pt. The subject device in this report was not returned to omsc for eval because the facility discarded the device. Omsc reviewed the mfg records of the subject device and confirmed that there was no irregularity. The device instruction manual, warns users that "do not forcibly press the instrument's distal end or the endoscope's distal end to tissue excessively. Otherwise, perforations, pneumomediastinums, bleedings or mucous membrane damage may result." This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during a therapeutic endoscopic submucosal dissection (esd) for treating an gastric cancer using subject device, there were several systaltic bleeding from dissection sites. The facility reportedly treated the bleeding using hemostatic agent and coagulation. It was also reported that the facility abandoned the esd procedure and finally completed the procedure with endoscopic mucosal resection (emr) using uncertain device. The pt was reportedly doing fine after the procedure.